Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 42 mg/dl. Customer had treated their blood glucose with food. Troubleshooting for the customer's insulin pump found the customer could not see their full display. The customer stated their insulin pump was not exposed to a high magnetic field. The customer also reported their insulin pump was delivering too much insulin. It was found the customer had several lows for the past three weeks. The customer also reported the picture showing how much battery they left was missing. The customer also stated there may be a crack on their insulin pump, but they were unsure. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.